Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter is reading inaccurately low compared to his feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2012 and obtained the following information: the patient denied any allegation of an inaccurate low. The patient corrected and clarified he did not develop any symptoms as a result of an inaccurate low reading nor did he receive any form of medical intervention after the alleged issue began. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted, where the meter was found to have a defective u5 processor. After pa replaced u5, the meter functioned properly. Based on the information provided, this complaint is being reported because an issue was observed by pa (with the subject meter) after it was returned to lfs and evaluated. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient denied developing any symptoms because of the alleged meter issue. The patient also denied receiving treatment as a result of the alleged issue.